Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 4300cc saline breast implants which the left side deflated after implantation. Patient noticed the deflation, and over the years she noticed the implant getting smaller and smaller. As a result, patient is scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation and summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 05/08/2018, the mentor failure analysis lab has received the device for evaluation. Additional information indicates the replacement device are as follow: left catalog number 3501625, serial number (B)(4). Right catalog number 3501625, serial number (B)(4). Manufacturer¿s reference number: (B)(4).